Manufacturer narrative:
Updated summary and coding grids.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device cannot analyze ECG. The fse evaluated the device on site. It was determined through an email response, that this malfunction was resolved with no repairs needed, just a change in default configuration. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was resolved with a change in default configuration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse did a change in default configuration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device was having some major compatibility challenges in their simulator/training lab. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.